Event description:
Boston scientific received information in late (B)(6) 2012 from an implant form that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The patient went into cardiac arrest post-pocket closure but prior to departing the ep laboratory and could not be revived. An echocardiogram had been performed post-implant and no pericardial effusion was identified. A pneumothorax was not visualized via a chest x-ray. The device was not explanted post-mortem and will not be returned to boston scientific for laboratory testing. Subsequently, boston scientific received information that this local representative spoke directly with the nurse who was present at the procedure. The cause of death remains unknown and no autopsy was performed. The nurse commented that a blood pressure could not be obtained during pocket closure. The patient's rhythm changed from sinus (70 bpm range) to intermittent pacing and then ventricular non-capture within minutes. Cardiopulmonary resuscitation (CPR) was initiated. The patient's lungs were evaluated fluoroscopically and no pneumothorax was identified. An echocardiogram was performed during CPR and no effusion was noted. A recheck using fluoroscopy and echocardiogram remained negative (approximately one hour after CPR was started).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.